Event description:
A peritoneal dialysis (pd) pt reported finding a fluid leak following his discontinued treatment. Following a cycler alarm, when he opened the cassette door there was fluid inside the cassette door. He was advised to contact his pd his nurse. The sample was retained for eval. During follow up his pd nurse reported that the pt was fine. The pt did not have any signs of infection. He was not prescribed prophylactic antibiotics. The pd nurse is returning the set. No adverse event reported at this time.

Manufacturer narrative:
The device has not been returned for eval at this time. A supplemental report will be submitted upon completion of the plant's investigation.